Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated her device was measuring incorrectly. It was stated that she obtained a result of 2.5 inr on her coaguchek xs meter (serial number (B)(4)) on the morning that she went to the hospital. The time of the 2.5 inr result is unknown. At about 11:00 am in the hospital a laboratory result of 1.5 inr was obtained. It is not known which reagent the laboratory was using. The customer stated that she suffered a transient ischemic attack. It was stated that she had "treatments and taking the medication after medical instruction". The customer's therapeutic range is 2.0-2.5 inr. Additional information surrounding the event was requested, but it was not provided.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The relevant retention test strips (lot 200785-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80). Two human blood samples from marcumar donors and two internal reference meters were used. The obtained results showed a maximum difference of 0.0 inr between retention samples and masterlot. There were no error messages that occurred. The retention material complies with specification. The customer did return the meter. The meter appeared undamaged and clean on the outside. The returned meter was measured with the relevant retention test strips (lot 200785-10) and the current master lot coaguchek xs pt test strip (lot 124158-80) and a reference meter. Two human blood samples from marcumar donors and internal reference meters were used. The returned customer material and retention material complies with specification. There was no product problem found. The strips were not returned by the customer.

Manufacturer narrative:
Outcomes attributed to ae was updated.